Manufacturer narrative:
An (B)(6) customer contacted the siemens customer care center (ccc) and noted that a new integrated multisensor technology (imt) was installed and failed to calibrate. The customer performed troubleshooting and did not resolve the issue. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer attempted to re-calibrate the new imt, and the calibration failed. Further troubleshooting was performed by the cse, which included checking the flow rate, salt bridge cap and tube, pinch valve, and liquids. A super conditioning was performed, along with the replacement of the sensor, and no issue was noted. The customer performed testing and stated that sodium (na) results were normal. Siemens is investigating the event.

Event description:
The customer obtained a falsely depressed sodium (na) result on a dimension exl 200 instrument. The result was not reported to the physician(s). The customer used the same patient sample to perform repeat testing on an alternate dimension instrument, and the repeat result was higher. The result was considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00124 on 03-may-2022. Additional information (11-may-2022): siemens reviewed the information provided and the services performed. Siemens determined that the cause of a falsely depressed sodium (na) result is unknown. The dimension exl 200 instrument was verified and performed as expected post-service repair. The customer did not observe a recurrence. The instrument is operational and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.